Event description:
It was reported that the patient had faulty mobile power unit (mpu) that alarmed incessantly upon normal use, the only way to quiet the alarm once it was plugged in was by removing the aa batteries. The patient was unable to use it for several weeks and brought it to clinic. The site troubleshooted and saw the same issue. The mpu was replaced with a new one from shelf stock.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.